Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) coronary artery. During deployment of the 3.0x15 mm xience prime stent, a dissection was observed. The dissection was treated with a 3.0x23 mm xience prime stent. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.